Manufacturer narrative:
A lead revision procedure was being considered. Records indicate this system remains in service. At this time, the patient will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that the pacing impedance measurements were high however remain within range. All other lead diagnostics were acceptable. There was a concern the lead had fractured. No adverse patient effects were reported.